Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced bleeding from the access site. During the procedure access through the patient's groin was reported to be difficult, even when using a non-boston scientific sheath with a smaller diameter than the faradrive. After the first ablation was performed a decrease in the patient's blood pressure was noticed. While investigating the cause of the reduced blood pressure bleeding in the patient's groin was identified with ultrasound. The procedure was stopped at this time and the patient was sent for a CT scan. No further intervention was required for the bleeding. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but further information was not received. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced bleeding from the access site. During the procedure access through the patient's groin was reported to be difficult, even when using a non-boston scientific sheath with a smaller diameter than the faradrive. After the first ablation was performed a decrease in the patient's blood pressure was noticed. While investigating the cause of the reduced blood pressure bleeding in the patient's groin was identified with ultrasound. The procedure was stopped at this time and the patient was sent for a CT scan. No further intervention was required for the bleeding. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient had been hospitalized for three days and has since made a full recovery.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but further information was not received. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Due to a lack of device return a cause could not be established for the allegation that the device was difficult to insert. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the bleeding and hypotension was related to product performance of the faradrive. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.